Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod worn longer than 48 hours. No treatment, was provided.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed to not have fully retracted. The hard cannula was exposed out of the bottom housing window. Upon removal of the top housing the linkage assembly was observed to have retracted fully. Score marks were observed on the interior of the top housing, indicating an interference between the linkage assembly and the top housing. Damage was noted on the exposed portion of the cannula. It is unclear when the damage occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula after clearing crystalized insulin in the hard cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation found an 0x1c alarm. An 0x1c alarm occurs at 80 hours of pump operation. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin.